Event description:
Procedure type: low anterior resection. According to the reporter: pre-operative diagnosis: rectal carcinoma. Post operative leak was diagnosed by CT scan on post operative day 22. To correct this condition, a drain was placed. Current patient status: recovered. No radiation or chemotherapy. Pre-sacral abscess.

Manufacturer narrative:
(B)(4).